Event description:
It was reported that during a lap appendectomy procedure, the device did not staple completely. The device was reloaded and the case completed. No adverse pt consequence was reported.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with test cartridge and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed, and no anomalies were noted during the manufacturing process.